Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving an unknown dose and concentration via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that the patient was going to have a revision to move the pump from the left side to the right side of the patient's abdomen. The surgery was noted to be scheduled for (B)(6) 2017, however, the event date was unknown. Patient symptoms were also unknown.

Manufacturer narrative:
The previously reported codes do not apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a device manufacturer representative (rep). The patient was a quadriplegic with progressive scoliosis and her rib was starting to hit her pump where it was currently located. It was noted that the rep was first notified by the doctor's office on (B)(6) 2016. A pocket revision would take place. It was originally scheduled for (B)(6) 2017, but weather had forced the physician to reschedule all surgeries. The case was to be rescheduled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.